Event description:
On 12/05/1998 the account reported a negative test pack plus human chorionic gonadotropin combo result. A new sample was drawn on the pt two days later and a positive result was obtained. The sample from 12/05/1998 was retested and a positive result was given.